Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not clean the exchange area before starting pd and did not use alcavis for cleaning. The patient was hospitalized two days after onset of the event. Treatment was not reported. Three days after being admitted, the patient was discharged and was recovering from the event. The patient was retrained. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as the patient did not clean the exchange area before starting pd and did not use alcavis for cleaning, which caused peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.